Manufacturer narrative:
Follow-up #1 11/17/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: a review of the total daily dose history showed that the insulin delivery totals correctly reflected the user programmed basal rates. No pump alarms or conditions indicating a malfunction were observed in the black box or alarm history. The cartridge cap secured to the pump and did not loosen during testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering insulin within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother contacted animas alleging that on multiple occasions the patient has noticed that cartridge cap is loose. At the time of the call, the patient's mother also reported intermittent low blood glucose (bg) readings ranging from 32 to 50 mg/dl for the past 1 to 2 weeks. The patient's mother reported that the patient obtained a fasting bg of 45 mg/dl on the morning of (B)(6) 2011 and treating self with orange juice. At 2pm that same day her bg was reportedly 698 mg/dl. There was no mention of symptoms with the high bg reading. At the time of the call, the reporter stated the patient's bg was 194 mg/dl. At the time of troubleshooting, the reporter denied any visible damage to the pump or cap. The reporter confirmed the pump settings, including date and time were correct. The patient's mother stated that the pump settings had been adjusted per hcp and educator within the past week. There are no associated alarms in history. The pump's bolus history was reviewed and it was confirmed they were delivered as programmed. The reporter claimed the basal rates programmed correctly. The reporter denied that the patient had any site issues. The reporter also confirmed no visible air bubbles seen in tubing or cartridge or leaking of insulin present. Customer support noted the pump primed and delivered air bolus appropriately. This complaint is being reported because the patient obtained bg reading below 40 mg/dl and above 500 mg/dl while on insulin pump therapy.